Event description:
(B) (6). Same case as MDR ID#: 2134265-2010-01290. It was reported that during a carotid artery stenting treatment procedure, the patient experienced a vasospasm. The 80% stenosed and 8mm target lesion was located in the right distal common carotid artery with a reference vessel diameter of 5mm. Following placement of a filterwire ez embolic protection system, an 8x29mm, 5f, 135cm carotid wallstent was implanted and post dilated resulting in 0% residual stenosis. Following placement of the wallstent, the patient experienced a vasospasm in the right internal carotid artery. The patient was treated with medication and the event is considered resolved without residual effects. The patient was discharged one day later. It is the opinion of the physician that it is highly probable that the event is related to the filterwire ez and the index procedure, but unrelated to the wallstent.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).